Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : e1 ( event site address ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. To remediate the issue the fse replaced d004-00-0103-01: tubing assembly, helium, .020 ID, d004-00-0103-03: tubing assembly, helium, .005 ID, d004-00-0103-02: tubing assembly, helium, multiple, d103-00-0637: regulator, high pressure, helium. The unit passed all safety tests after repair.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had not been used for a long time and helium leaked. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.